Manufacturer narrative:
Unit passed displacement and self tests. No pump errors were noted during testing. No software error detected alarms were found in the formatted history file or the long trace file. On the other hand, hardware low level failures is confirmed in the formatted history file (variableinfo = 3) due to a broken trace at the u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms occurred for the 3rd time. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis